Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the hospital for the replacement of right ventricular lead due to high thresholds. The lead was capped and replaced successfully on (B)(6) 2019. The patient tolerated the procedure well and was stable before, during and after procedure.